Event description:
It was reported that the extension tubing connector fell out of the distal end of the catheter naturally. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded. The complaint that the groshong nxt connector separated from the catheter was confirmed, but the exact cause could not be determined from the photograph that was provided for investigation. The photo showed a 2cm segment of groshong tubing that was separate from an assembled groshong nxt connector. No portion of the catheter was extending from the strain relief oversleeve. The remainder of the catheter was not shown in the photo. The sample exhibited evidence of use. Discoloration was observed on the connector and within the strain relief oversleeve. The printing on the white oversleeve was partially worn. While the reported damage was evident in the provided photo, the exact cause could not be determined. Potential contributing factors include connector assembly technique and tensile (pulling) stress. No damage associated with the manufacturing process was noted in the photograph. H3 other text : device evaluation findings are in the manufacturer's note.

Event description:
It was reported that the extension tubing connector fell out of the distal end of the catheter naturally. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached catheter is confirmed and was determined to be supplier related. One 4 fr two-piece groshong nxt connector and one segment of a 4 fr single lumen groshong nxt clearvue catheter were returned for evaluation. An initial visual observation showed use residue throughout the returned samples. The connector pieces were returned assembled, but the catheter was not attached to the connector. The connector was disassembled and, once the distal connector piece was dissected, the internal compression sleeve was found to be under specification. The investigation was forwarded to the end-item manufacturing facility for further evaluation, and bd is working closely with the supplier to prevent recurrence of the reported event. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redu2351 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the extension tubing connector fell out of the distal end of the catheter naturally. No other information provided.